Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, they saw missing segments during the self test. The blood glucose was 4.5 mmol/l at the time of the incident. Customer stated that, the pump has cosmetic damage. Assisted in performing a self test which was passed. Customer stated that, the missing segments were right side has 2 blue lines and the screen is white. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with white screen with permanent black lines due to broken traces on the lcd glass between the lcd controller and the lcd image area.